Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, the hook fell off the permanent cautery hook (pch) instrument. The fragment was retrieved during the same procedure. The procedure was completed.

Manufacturer narrative:
The permanent cautery hook (pch) instrument has not been received for failure analysis evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook (pch) instrument was analyzed and found to have a broken cautery hook at the distal end. The broken hook was not returned with the instrument.

Event description:
Refer to h11 for follow-up information.